Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven (7) devices were received for evaluation; 2 events were duplicated during testing. Two (2) devices were found to be affected by damaged internal components. The reported event was not duplicated for 5 devices; the devices were found to be within specifications for the reported event. One (1) device was not available for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events, in which the device overheated. Five (5) reported events had no patient involvement; no patient impact. Three (3) reported events had patient involvement with no patient impact.